Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to place an abutment on the sleeper implant, however; it is unknown if this has occurred as of the date of this report march 02, 2017.